Manufacturer narrative:
Device is an instrument and is not implanted/explanted. Manufacturing location: haegendorf. Manufacturing date: september 10, 2013. No non-conformance reports were generated during production. Review of the device history record(s) showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. The device was received, the investigation could not be completed, and no conclusion could be drawn, as product is entering the complaint system. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It is reported at the end of an elastic nailing procedure of the left ulna, the teeth inside the chuck portion of the inserter for titanium elastic nails fell out. Issue occurred at the back table, device functioned properly during procedure. Procedure was completed successfully with no delay and no harm to patient. This is report 1 of 1 for (B)(4).

Manufacturer narrative:
A product investigation was completed: the returned inserter was examined upon receipt and the complaint condition was able to be confirmed and the device was received partially disassembled with two chuck teeth separated from the instrument. Upon further examination the knurled sleeve was unthreaded from the device body and it was determined and the third and final chuck tooth was missing and not returned. In order for the chuck teeth to fall out the knurled sleeve had to have been removed/fallen off. During manufacturing the sleeve is threaded into position with added adhesive as the device is not intended to be disassembled. As such at some point in the life of the device the adhesive failed, either as a result of repeated sterilization or disassembly, allowing the knurled sleeve to unthreaded and the chuck teeth to fall out. During the investigation no product design issues or discrepancies were observed that may have contributed to the complaint condition. A visual inspection, complaint history review, drawing review, and risk assessment review were performed as part of this investigation. No product design issues or discrepancies were observed. This complaint is confirmed. Per the technique guide, the inserter for titanium elastic nails (359.219) is used with a hammer guide and locking slide hammer for insertion of titanium elastic nails (ten) and stainless steel elastic nails (sten). The inserter is also used in end cap insertion and removal. A review of the current design drawing and the drawing revision at the time of manufacture (september 2013) was performed. During the investigation no discrepancies were observed that may have contributed to the complaint condition. Review of the device history record showed that there were no material record reports, non-conformance reports or issues identified during the manufacture of the products that would contribute to this complaint condition. No definitive root cause was able to be determined. In order for the chuck teeth to fall out the knurled sleeve had to have been removed/fallen off. During manufacturing the sleeve is threaded into position with added adhesive as the device is not intended to be disassembled. As such at some point in the life of the device the adhesive failed, either as a result of repeated sterilization or disassembly, allowing the knurled sleeve to unthreaded and the chuck teeth to fall out. During the investigation no product design issues or discrepancies were observed that may have contributed to the complaint condition. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.